Event description:
It was reported the patient's programs were very complicated due to lead migration. The patient was using almost every single electrode to provide beneficial therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient was fine and was receiving effective therapy.

Manufacturer narrative:
Concommitant products: product ID: 3487a-56, lot# 0204742472, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# 0204562529, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# 0205153450, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# b0982733k, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).